Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd extension set 60", totm, 0.2 mcrn filter, m/asv 50/bx exhibited a blockage, which triggered the pump alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One used device was received for evaluation. During visual inspection, there appeared to be some excess solvent on the inlet side of the filter assy. No other anomalies were observed. An occlusion was observed at the inline air filter inlet. A membrane of solvent was observed within the fluid path. The reported issue was confirmed. The probable cause is due to excess solvent applied at the filter inlet.